Event description:
It was reported the patient¿s stimulation was pinching/burning and he rarely increased his voltage above 0.3 volts. The patient also had less than 50% therapy relief. It was noted the patient¿s leads were for peripheral nerve stimulation (pns) and this could happen. It was noted impedance testing was also performed and high impedances, greater than 10,000 ohms, were found on four electrodes; electrodes 10, 11, 14, and 15 were good. The patient also had stimulation in the wrong location; he perceived quite a bit of belly stimulation. It was noted the patient would likely need a revision in (B)(6) and the patient¿s healthcare provider (hcp) wanted to revisit this in january. A manufacturer representative reprogrammed the patient as best she could. It was noted the patient was still getting relief from his stimulation.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot # v907290, implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-45, lot # v907290, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v907290, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the patient was on the surgery schedule for a lead revision. The likely plan was to remove the peripheral leads and place two new MRI safe epidural leads, and likely a new MRI safe implantable neurostimulator (ins). The patient still reported ~40% pain relief, per the hcp. The date of the revision was unknown and was not present on the schedule. If additional information is received, a follow-up report will be sent.